Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 103401 and lot 102555 (expiry 02-28-2020) with the following internal serum plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lots 103401 and 102555 were reviewed. These lots met the required release specifications. A review of the complaints reported as (B)(6) or unconfirmed (B)(6) related to lot number 103401 and lot 102555 showed that the complaint rates are (B)(4), respectively. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) ag result was obtained on a serum sample with the alere determine hiv ½ ag/ab combo test. The test strip had an air bubble which impaired the specimen migration. The testing was repeated twice with a second lot of material and was again (B)(6). Confirmation test results from a biorad microplate eia hiv ½ ag/ab were (B)(6). There is insufficient information to determine if a malfunction occurred. The patient was reported to be a (B)(6) year old pregnant woman. It is unknown if there was any treatment based on the (B)(6) test results.